Event description:
It was reported by the user site that on (B)(6) 2025, the gantry during an selenia dimensions mammography systems, 3d procedure was not completing the tomography (tomo) sweep. No patient/user injury was reported. A hologic field service engineer (fse) was dispatched to examine the device. The fse reported that the radiologist stated that there were missing tomography slices from the procedure. The fse investigated the problem and confirmed that there were missing tomo slices. The fse completed several calibrations, tested operation and verified the device is operating in accordance with manufacturer specifications. No further information is currently available.